Manufacturer narrative:
The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the device. Analysis did not identify any product quality deficiencies with the returned cuff component. It is considered likely that the physician made a sizing error during the implant procedure as it was reported that the initial cuff was fitting too loosely and moved on the urethra. Therefore, the investigation conclusion code unintended use error caused or contributed to event was chosen because the damage to the device is attributable to handling. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. The product record review indicated that the reported events do not represent an unanticipated event. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records was completed, and found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that during a revision surgery for an artificial urinary sphincter(aus) cuff the surgeon found that the cuff was fitting too loose and moved on the urethra. The cuff was then revised to a smaller size on the distal urethra. A patient outcome of stable was reported.

Event description:
It was reported that during a revision surgery for an artificial urinary sphincter(aus) cuff the surgeon found that the cuff was fitting too loose and moved on the urethra. The cuff was then revised to a smaller size on the distal urethra. A patient outcome of stable was reported.